Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine failed the power-on test. The biomed stated the power supply fan was running, but the lcd display was blank and the machine was beeping. Additional follow-up revealed that there was no power coming from the front panels (no sounds or beeping). The biomed subsequently replaced the power logic board and this seemed to fix the sound issue. For further assistance, the biomed contacted technical support (ts). During trouble shooting, it was discovered that the 24v main cable was unplugged from the power control board in the power supply. After plugging it back in, the machine blew fuses on power-up, and it may have damaged the function board or the ui/mics board. In addition, it was reported that corrosion was found on the 24v plug pins. It was reported that the issue "burnt out and fried" the power logic board. While troubleshooting with ts, the issue was isolated to the upper power supply. The biomed was told by another technician (who had assisted with the troubleshooting in their absence), that the bridge rectifier had failed and it caused the power supply to fail. All circuit boards (except the motherboard) were replaced. There were no signs of any smoking, arcing, or charring. The machine had 13,150 hours on it at the time of the event. The biomed stated they were not aware of any past problems with the machine failing the electrical leakage test, and they confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. It was determined that the machine was ready to be put back in service after replacement of the power supply and power logic board. The power logic board was not available to be returned for evaluation as it was reportedly discarded. The biomed stated the power supply would be returned via returned goods authorization (rga). It was confirmed there was no patient involvement associated with the reported issue.